Manufacturer narrative:
Other, other text: additional information was received from the customer indicating that the fault was found at a routine tracheostomy tube change. The information also includes that the fault did not impact the patients? Airway. One bivona tracheostomy tube was returned for analysis in used conditions. No damage was noted upon visual inspection. The sample was inflated with air; the pilot balloon inflated but air was stuck in it. Relevant documents were reviewed and deemed adequate. The pilot balloon was manipulated, and the cuff inflated to one side. The cuff was manipulated again, and the entire cuff inflated. Inflation and deflation of the cuff was performed four times; no inflation issues observed. Based on the evidence, the complaint was not confirmed as no fault was found.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts were reporting two pediatric trachs were being tested for procedure. The patient was being changed from a 4.0 peds shiley uncuffed to this trach type and size. Patient is (B)(6) year old, 24/7 trach and vent dependent. Both of the cuffs were not inflating. With manipulation, one of the cuffs was able to inflate and be inserted into the patient. Despite the same manipulation on the other cuff, it was not inflating at all.